Manufacturer narrative:
(B)(4). Reported event was confirmed due to the visual evaluation of the pictures provided which noted severe wear and fracture. Also, the provided x-rays were reviewed and noted that anatomic alignment was demonstrated. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The head shell and the liner are compatible, there was not enough information for the stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical devices - shell porous with cluster holes 50 mm # item 00620205022 lot 61105409. Bioloxâ® delta, ceramic femoral head, s, ã¸ 36/-3.5, taper 12/14 # item 00877503601 lot 2435785. Unk stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision procedure nine years post initial surgery due to liner wear and fracture resulting in the femoral head articulating with the metal acetabular shell. Attempts have been made and additional information on the reported event is unavailable.